Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colostomy revision, when cutting off the ostomy, staples fired but it did not cut the tissue all the way and when firing knob was pulled back to  return to its original position, the blade got stuck and the black knob would not return. The stapler had to be forced apart. Staples were placed and some tissue had to be cut through, tie and sutured at the distal end of the staple line.